Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). Event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) turns off even when plugged in. No harm or injury to the patient was reported.